Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. After the procedure, it was noted that the lp exhibited a system alert indicating a device reset had occurred. It was noted that an ablation procedure had occurred in the next room over and likely caused the reset. The device was restored successfully. When the device was reinterrogated in the recovery room, everything was normal. The patient was stable.